Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 7 did not release to open. A field service engineer (fse) completed the repair by replacing the ulink provided by the customer. Following the replacement, the fse performed inventory testing to verify functionality, and the unit passed all tests successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 would not release to open, a clicking sound was heard, indicating a hardware issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.